Event description:
It was reported that high lead impedance was observed on the patient&#38112;vns recently in the prior three months. No trauma or causal factors were reported. The patient had generator and lead replacement on (B)(6) 2015 due to lead discontinuity. The explanted products were received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
The initial report inadvertently did not report that a lead fracture problem was suspected.

Event description:
Analysis was completed on the explanted devices. There were no performance or any other type of adverse conditions found with the pulse generator. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portion of the device. Note that since a portion of the lead assembly (body) including the electrodes was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.